Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Upon dilator and guidewire removal, the water level in the steerable guide catheter (sgc) was noticed to have decreased. Troubleshooting was performed but was unsuccessful. Additional aspiration was required outside of instructions for use (IFU). Subsequently, the sgc was exchanged and the procedure was completed. One clip was implanted and the mr was reduced to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified deformation of the silicone valve. However, a conclusive cause for how the silicone valve got deformed could not be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.